Event description:
Customer's family member called to report the pump's driver arms were coming apart from the driver block. It was stated that the reservoir was removed and the driver arms came off. Device was not dropped, bumped, or exposed to moisture.